Event description:
It was reported that a patient's right ventricular leadless pacemaker (rvlp) was dislodged and migrated to the tight. The physician elected to retrieve, explant the rvlp. The patient condition was not known.

Event description:
It was reported that a patient's right ventricular leadless pacemaker (rvlp) was dislodged and migrated to the thigh. The physician elected to retrieve, explant the rvlp. The patient condition was not known.

Manufacturer narrative:
Correction: b5 - updated description to indicate that the device migrated to the thigh, it was previously reported as "tight".